Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening on posterior side assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. Additional observations: wear abrasion observed. Stress marks were observed. Creases were observed. Observed 40 mm dark patch edge material inside gel device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Patient reported a right side rupture. Physician confirms capsular contracture baker grade iii and rupture. The device was explanted.